Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty select set and the adverse events of testicular pain caused by a preexisting hydrocele. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired in order to continue successful pd therapy. Because this patient¿s testicular pain was attributed to a hydrocele that preexisted pd therapy, the liberty select cycler and any fresenius product(s) or device(s) can be excluded as the cause of the patient¿s hernia. Additionally, there was no report of increased intraperitoneal volume pressure, infection or any adverse event that would contribute to the severity of the hernia or any other serious injury resulting. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a hernia repair (hydrocele). Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed this patient was diagnosed with a hydrocele (exact date unknown) that preexisted the start of pd therapy. It was reported that pd therapy exacerbated the patient¿s testicular pain caused by the hydrocele, particularly during fill phases, since the start of pd therapy on (B)(6) 2020. Additionally, pd therapy did not worsen the severity or cause a serious injury as a result. The patient underwent a successful outpatient hernia repair on (B)(6) 2020 and the patient was placed on lower fill volumes of 1200ml during ccpd therapy for 7 days following this procedure. The patient was not hospitalized and has recovered from this event. The patient continues ccpd therapy on a newly received liberty select cycler at home with no reported adverse clinical events.